Event description:
It was reported that a Spectrum IQ Infusion Pump generated three consecutive upstream occlusion alarms during initiation of a Fosaprepitant infusion (refrigerated medication). No obvious occlusion was identified. Following the third alarm, the infusion was restarted and completed without further issues during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: Unique Identifier (UDI) #: The serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.